Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient. The physician inserted a guide wire along side the occlusion balloon wire and using the "buddy wire" technique advanced the wires forward into the vessel. The physician removed the guide wire from the patient. The physician inflated the occlusion ballon to occlude the vessel. The physician was about to perform intervention and noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device and replaced it with another to complete the case.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject can not be performed. The lot number for the device is known and a review of the device history record will be performed.